Manufacturer narrative:
Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the gui alarm. The customer reported that they ran the extended self-test (est) and ran the unit for 24 hours and the alleged malfunction was not duplicated. The customer has conducted final testing. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) alarm. The ventilator was not in use on a patient at the time the malfunction occurred.